Event description:
The customer reported that the system displayed a hard drive error, apparently as a result of a poorly loaded disk that got jammed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reloaded and reformatted the hard drive. The system was tested and found to be working as intended and put back in service.